Manufacturer narrative:
The lay user/patient¿s test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips have passed all testing with no faults found. The reported issue could not be confirmed. In addition, lifescan conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017, the reporter contacted lifescan (lfs) (B)(4) alleging that the patient¿s onetouch select simple meter read inaccurately high compared to their feelings and/or normal readings. The complaint was classified based on customer service representative (csr) documentation. The reporter stated that the alleged inaccuracy occurred at 7pm on (B)(6) 2017. At this time the patient obtained a blood glucose result of ¿553mg/dl¿ with the subject meter. Such a comparison does not meet the criteria necessary for lfs to determine the possibility of an inaccuracy. The patient manages their diabetes with 25/75 combination insulin (30 units in the morning and 20 units in the evening) and in response to the alleged product issue they increased their evening dosage of insulin by 5 units. The following morning at 6:30-7am the patient developed the symptoms of ¿numb body, couldn't hear properly and dizzy¿. The patient also reportedly ¿collapsed and banged their head¿. At 7:30am the same morning the patient¿s father gave the patient some sugar and milk and the patient reportedly felt better 15 minutes later. Subsequently, on (B)(6) 2017 at 7-8pm the patient visited their doctor¿s office where their doctor reduced their insulin dosage to 24 units in the morning and 16 units in the evening. The patient reported obtaining ¿normal¿ blood glucose results of between ¿100-108mg/dl¿ after this change from (B)(6) 2017. At the later date of (B)(6) 2017 the patient claimed obtaining a blood glucose reading of ¿263mg/dl¿ with the subject meter and ¿197mg/dl¿ on a lab device, performed within 10 minutes of each other. In addition, on (B)(6) 2017 the patient claimed obtaining a blood glucose reading of ¿397mg/dl¿ with the subject meter and ¿260mg/dl¿ on a lab device, also performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of both of these comparisons exceeds lfs¿s criteria for accuracy. At the time of troubleshooting the csr noted the unit of measure was set correctly on the subject meter and the patient did not have control solution available to test on the subject meter. The patient¿s products were replaced and requested for evaluation. This complaint is being reported because the patient reportedly obtained inaccurately high readings on the subject meter which led to them developing signs/symptoms which meet lfs¿s criteria for a serious injury reportable adverse event.